Manufacturer narrative:
(B)(4). The test p-cap does not lock in place properly and unable to perform the displacement test due to missing retainer and missing reservoir tube o-ring. Insulin pump received with pillowing keypad overlay.

Event description:
Information received by medtronic indicated that the insulin pump's retainer ring was damaged and missing. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump was returned for analysis.